Event description:
A customer reported that on (B)(6) 2012 two leaking cubetainers of access wash buffer ii were identified. The bottles' neck bladders and caps were damaged and broken. It is unknown as to whether personnel handling the cubetainers were wearing personal protective equipment however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event. The facility possessed a hazardous exposure plan and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was not dispatched to the site for this event. The issue was evaluated by the customer, and replacement product was provided to them by beckman coulter inc. A definitive root cause for this event has not been determined to date. Bec identifier for this report is (B)(4).